Event description:
Technical services received a call on 10/23/2012 from sales rep. Initially caller asking to fax egm. Obtained information and asked about episode. Caller states it's a stored episode of vf. Pt. Has single lead device. Noise seen as vf recorded on rv lead and on shock lead had a very long pause of 2.5 seconds was pacing before event occurred. Impedances and thresholds are normal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).